Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia and suspected inadequate insulin delivery despite apparent dispensing, with the agent advising the issue could be related to a bent cannula or infusion into scar tissue rather than the bloodstream. A peak bg of 400 mg/dl was reported. Symptoms included high blood glucose. Outcomes included stabilization of blood glucose after the user performed a full supply change. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with infusion site or cannula-related delivery impairment of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.